Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a cpu upgrade that was performed, including backplane and associated components and software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed communication failure messages.